Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (service code 204) was confirmed. As received, the belt failed incoming testing as it would not communicate with a test monitor. Upon evaluation, the trunk cable was pulled from the distribution node (dn) strain relief, damaging the j702 connector and the pulse wires on the dn pca. The cause of the service code 204 and incoming test failure is a disruption in communication between the monitor and electrode belt. The cause of the disruption in communication is the damaged connector and wire. The root cause of the damaged connector and wire is excessive force placed on the cable. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing service code 204.